Event description:
It was reported that the patient presented for follow-up with multiple episodes of noise. Loss of capture was also observed. Lead dislodgement was suspected. Lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The device exhibited normal electrical characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.